Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported event of no product problem, but instead found breakage. The noted damage is consistent with device use from normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Instrument received and investigated.